Event description:
Nursing home received order from physician to apply poncho vest to resident while in bed for climbing over the rails. Vest was applied, resident, resident checked in 30-minutes, found over the rail with restraint up around neck. CPR attempted to no avail - resident died. Facility did not receive insert in package, etc. Warning against using in bed - was advised by state licesing on 1/23/93 that this device should be reported as it was a contributing factor in patient's deathdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination, other. Results of evaluation: labeling - incomplete, labeling - inadequate instructions for use. Conclusion: device failure indirectly caused event, user error contributed to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.